Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, broken belt clip slot, cracked lcd window and cracked battery tube threads. (B)(4)

Event description:
Customer reported via phone call damage on the insulin pump, hospitalization, high blood glucose and low blood glucose. Customer's blood glucose was as high as 425 mg/dl and as low as 27 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump had cracks and scratches located on the bottom right and top right corners of the screen. Troubleshooting for high/low blood glucose was performed. Customer advised they took the insulin pump off when they went really low and tried to raise their blood glucose. Customer advised they ate food and then their blood glucose went really high. Customer experienced vomiting, bleeding, heavy breathing and was admitted into the hospital. Customer's healthcare provider insisted on giving the customer more insulin even though they already had low blood glucose. Customer advised their healthcare provider was not knowledgeable about diabetes. Customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.